Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device rewinds properly. Insulin pump was monitored in 50c oven for several days and no blank display noted. Device received with normal operating currents. No damage found on the display isolation tape noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly. Device received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that she experienced high blood glucose of 453 mg/dl; customer would be treating with manual injection. It was also reported that the display on the insulin pump is blank. The display was blank for more than 30 seconds and it was currently blank. Nothing further reported.